Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: metal liner and head revision performed on (B)(6) 2016 by (B)(6). Primary surgery was on (B)(6) 2001. Replacement of metal liner due to patient reported pain. Surgeon states there is corrosion at the taper of the stem and inner surface of the head. Rep does not know the length of time the pain had been present. Rep was present at the surgery. The stem and shell that were originally implanted remain in place. Patient still in the immediate post op phase. Photos and product stickers available. No further information available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Update 11 feb 2016. The complaint was returned to the investigation phase upon receiving the products. The returned products were the liner and the head. It was noted that there were some unusual scuff marks on the liner - cup interface indicating that there may have been some liner rocking. Upon review of the returned products it was stated that it was unlikely that a manufacturing defect was present and that no corrective action was required. The complaint shall be closed with an undetermined insufficient information root cause. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Replacement of metal liner due to patient reported pain. Surgeon states there is corrosion at the taper of the stem and inner surface of the head.